Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient had a lfit v40 head implanted during surgery on her right side. After the implantation, she began experiencing discomfort in the area of the device on her right side. Diagnostic workup revealed gross failure, trunnionosis and marked elevation of serum cobalt and chromium on her right side. The device had failed causing further difficulties including pain, permanent tissue and muscle damage. As a result, the patient was forced to have the device surgically removed, which was replaced with another lfit v40 head on (B)(6) 2015.